Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Results: (operational problem): visual inspection of the returned product found the iol was rotated to the left and the iol was stuck inside the nozzle. The volume of used viscoelastic material appeared to be enough. There was no irregularity found with the injector or iol, all met criteria. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, and product evaluation a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-ni2 aq310ain 22.0 diopter preloaded injector on (B)(6) 2016. Before injection, it was noted the lens rotated and the leading haptic was found to be abnormal. There was no patient contact and the backup preloaded was used with out incident.